Event description:
A pacemaker check was performed on (B)(6) 2016 because the patient was hospitalized for a reason unrelated to the pacemaker. The pacemaker was operating in aair mode. While an atrial threshold test was performed, the programmer screen was frozen. Subsequently, the patient had cardiac arrest for several seconds and syncope. By removing the programming head from the pacemaker pocket, the threshold test was successfully stopped. As the programmer screen was still frozen, the programmer was forcefully restarted; the power cable was pulled out and reconnected, and then the programmer was turned on. Another atrial threshold test was performed afterwards and the test was successfully performed at this time. The programmer was frozen again upon printing the follow-up data out. It was then forcefully restarted in the same manner as above. After being restarted, the programmer resumed printing out the data from the point where printing was suspended.

Manufacturer narrative:
Preliminary analysis did not confirm the reported behavior. Files analysis showed no freeze , no threshold test interruption and no restart of the programmer.

Event description:
A pacemaker check was performed on (B)(6) 2016 because the patient was hospitalized for a reason unrelated to the pacemaker. The pacemaker was operating in a air mode. While an atrial threshold test was performed, the programmer screen was frozen. Subsequently, the patient had cardiac arrest for several seconds and syncope. By removing the programming head from the pacemaker pocket, the threshold test was successfully stopped. As the programmer screen was still frozen, the programmer was forcefully restarted; the power cable was pulled out and reconnected, and then the programmer was turned on. Another atrial threshold test was performed afterwards and the test was successfully performed at this time. The programmer was frozen again upon printing the follow-up data out. It was then forcefully restarted in the same manner as above. After being restarted, the programmer resumed printing out the data from the point where printing was suspended.

Event description:
A pacemaker check was performed on (B)(6) 2016 because the patient was hospitalized for a reason unrelated to the pacemaker. The pacemaker was operating in aair mode. While an atrial threshold test was performed, the programmer screen was frozen. Subsequently, the patient had cardiac arrest for several seconds and syncope. By removing the programming head from the pacemaker pocket, the threshold test was successfully stopped. As the programmer screen was still frozen, the programmer was forcefully restarted; the power cable was pulled out and reconnected, and then the programmer was turned on. Another atrial threshold test was performed afterwards and the test was successfully performed at this time. The programmer was frozen again upon printing the follow-up data out. It was then forcefully restarted in the same manner as above. After being restarted, the programmer resumed printing out the data from the point where printing was suspended.

Manufacturer narrative:
The repair of this programmer followed the normal workflow and was returned back to the field.

Event description:
A pacemaker check was performed on (B)(6) 2016 because the patient was hospitalized for a reason unrelated to the pacemaker. The pacemaker was operating in aair mode. While an atrial threshold test was performed, the programmer screen was frozen. Subsequently, the patient had cardiac arrest for several seconds and syncope. By removing the programming head from the pacemaker pocket, the threshold test was successfully stopped. As the programmer screen was still frozen, the programmer was forcefully restarted; the power cable was pulled out and reconnected, and then the programmer was turned on. Another atrial threshold test was performed afterwards and the test was successfully performed at this time. The programmer was frozen again upon printing the follow-up data out. It was then forcefully restarted in the same manner as above. After being restarted, the programmer resumed printing out the data from the point where printing was suspended.